Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Ventricular assist device (vad) implantation is associated with numerous risks. Serious and life threatening adverse events, including bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With review of the available information there is no indication of any device manufacturing or performance issues impacting the event. Clinical factors and required anticoagulation therapy are possible contributing factors. The instructions for use outlines guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The hospital ventricular assist device (vad) coordinator in (B)(6) reported the patient experienced severe epistaxis " with hb drop to 58" requiring four (4) units of packed red blood cells (prbc). With ear, nose & throat (ent) review, nasal packing was performed.

Manufacturer narrative:
It was reported from the site that the patient did not have history of epistaxis prior to the vad implant. On (B)(6) 2015 patient had an epistaxis with nasal packing by ent. Between (B)(6) 2015 nasal packing became dislodged and "rapid rhino" was inserted. On (B)(6) 2015 the patient continued to have large amount of bleeding, including vomit of blood thought to be from the oropharynx. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.